Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery, which had mild tortuosity and heavy calcification. The vessel was pre-dilated, and a 4.0x15mm xience prime stent was deployed at 10 atmospheres. An edge dissection was noted and another xience prime was deployed to cover it. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.